Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained via femoral artery. The target lesion was in the left tibioperoneal trunk. A 2.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was advance after the guidewire crossed the lesion. However, the balloon ruptured upon first inflation at 6atm and was simply removed from the patient's body. The procedure was completed using 3mm pcb. No complications reported and patient condition was good.